Event description:
The customer observed a falsely elevated architect free t4 result generated for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = >64.35 pmol/l, (B)(6) 2024 same sample repeat result = 10.79 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61281ud03, however, in-house performance testing was completed which indicates the product is performing as expected. The device history record was reviewed and did not identify any non-conformances, or deviations associated with lot 61281ud03 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect free t4 reagent lot 61281ud03.

Event description:
The customer observed a falsely elevated architect free t4 result generated for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = >64.35 pmol/l, (B)(6) 2024 same sample repeat result = 10.79 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.